Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no non-conforming reports or capas that were confirmed to be associated.

Event description:
According to the available information, the device was explanted and replaced due to an unknown fluid loss that leads to an inadequate fill of the cylinders.

Event description:
According to the available information, the device was explanted and replaced due to an unknown fluid loss that leads to an inadequate fill of the cylinders.

Manufacturer narrative:
Titan pump, cylinders 1 and 2, and reservoir were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. A separation, surrounded by abrasion, was noted on the shorter exhaust tube of the pump. This is a site of leakage. Abrasion was noted on the exhaust tubing of cylinder 1. No functional abnormalities were noted with cylinder 1 or cylinder 2. Abrasion was noted on the inlet tubing of the reservoir. A separation, surrounded by abrasion, was noted on the inlet tubing of the reservoir. This is a site of leakage. Based on examination of the returned product, it was concluded that the abrasion marks noted on both exhaust tubes and inlet tube of the pump matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo enough to cause a separation. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.